Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-02476. It was reported the patient received ineffective pain relief as the leads had migrated. Surgical intervention was undertaken on (B)(6) 2018 to explant and replace the leads. Effective stimulation was established post-operatively.

Event description:
Device 1 of 2 : reference MFR. Report: 3006705815-2018-02476.